Event description:
Meter was reading inaccurately erratic. Patient obtainede results of 32.8, 7.9 mmol/l on the reported meter within 10 minutes of each other. Patient recieved no medical attention. The customer care representative noted that the patient was unwilling to answer troubleshooting questions. Proper testing technique could not be confirmed. The patient stated that the meter display was sometimes fading. The patient neither alleged harm nor experenced injury or medical intervention due the product. Based on the faded meter display, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.